Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the videos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - malposition: unable to observe as it is a medical event that is not related to the device. - visibility-palpability: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side "shell completely ruptured" via rga. Healthcare professional reported "post multiple augmentations with asymmetry, malposition of implants and irregularities in the left breast."